Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review reveals one no cartridge detected on (B)(4) 2013 and the pump powers up and displays verify screen. Pump is able to load and prime a cartridge successfully and no load step malfunction was duplicated. The force sensor calibration reading is within specifications. The pump¿s cover was removed and the force sensor flex pins were found intact and secured to the pcb sockets, no intermittent condition was found to the force sensor circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.